Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9236-01pp glenoid trial peg broke off. This occurred during total shoulder arthroplasty on (B)(6) 2022 after a successful trial was performed, the surgeon attempted to remove the central peg broke off. The broken piece of the trial was then retrieved. There was no patient effect reported.

Manufacturer narrative:
The complaint device was not received for evaluation. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.